Event description:
E.g. Broke, couldn't get it to work or stopped working.

Event description:
Title: rn on call device failure. The alarm on the rn on call strips, used to alert staff when a resident at risk for a fall is attempting to exit the bed, have been delayed. Residents have been falling because, by the time the alarm sounds, the resident is already up and trying to walk. Usually, the alarm sounds as soon as any pressure is taken off the strip. The alarm is positioned on a pad in the bed under a pt's shoulders or on the wheelchair under the backside of a pt. This report is one of four incidents. The events all occurred in separate resident rooms, and they all resulted in minor injury to the resident. The same problem, a delay in the device alarm activation, caused all of the incidents. The facility has never had a problem with the rn on call system prior to this occurrence. This was a new type of device that the facility was trying. The alarms are exchanged the first of each month with new alarms as part of a preventive maintenance program. The defective alarms were immediately replaced. The customer service dept was very courteous and helpful. After receiving the new alarms, the facility has had no further problems.

Event description:
Add'l info received from MFR 4/11/03: changes are in process to help prevent customers from using the triwide incorrectly. After review and checking notes in the database it appears this customer was having some education issues on how to use the bpp-90tw sensor. The 28 bpp-90tw sensors were credited to their account and they went back to using bpp-30a.